Event description:
Add'l info received from physician. He reports pt developed post-operative inflammation at 3 weeks. This event responded to topical pred forte over 3 weeks. Vision returned to 20/20.